Manufacturer narrative:
After its return, the pacemaker first underwent an electrical incoming goods inspection. An initial interrogation was not possible, and the implant was not able to provide therapy. Therefore, the pacemaker was opened and the components of the electronic module were inspected. The battery was discharged. Furthermore, a damaged capacitor was identified, which caused an increased power consumption and consequently led to the clinical observation. The component was removed from the electronic module, and the current uptake then proved to be as expected. There weren't any other causes for the increased current uptake than the damaged capacitor. In addition, the manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly, and the power consumption of the pacemaker in particular was unremarkable. In summary, the clinical observation resulted from an increased current uptake, which was caused by a damaged capacitor of the electronic module. The check of the production history showed that the device functioned properly at the time of its shipment.

Event description:
Ous MDR - after an implantation time of about 20 months, a loss of capture was reported. The patient reported feeling constantly tired. The pacemaker was explanted.